Event description:
The customer called and reported she had been hospitalized for diabetic ketoacidosis and high blood glucose of 502 mg/dl. At the time of hospitalization, customer's blood glucose was over 600 mg/dl and she was feeling ill. Customer was wearing the insulin pump at time of hospitalization. Customer was treated with an intravenous drip, given shots as needed, and given a back-up plan when leaving hospital. At the time of this report, customer's blood glucose was 312 mg/dl. She was treating with a syringe and the insulin pump. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. No air bubbles or leaks were found in the infusion set tubing. Insulin exited at quick release during a manual prime. Customer did not wish to troubleshoot insertion site or insulin, or check settings. The high pressure test was performed and passed. Customer was advised to change entire set, reservoir and insulin and to follow up with healthcare provider.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.